Manufacturer narrative:
Continued e1: (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, implant rupture. Diagnosed by ultrasound. Device has been explanted. This relates to the right side.